Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bariatric procedure, on transection of the stomach, the device partially fired and there was a poor staple formation. The stapling failed in pouch region and excluded stomach region with evidence of no stapling (fistula). There was an effort experienced in handling the tissue and an extensive bleeding of less than 500 cc. Surgical time was also extended by 30 minutes or more, anesthetic use was increased, tissue damage was noted as well and hospitalization was extended to 1 day. Over sewing was done to fixed the staple line.